Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken proximal clevis at the ears of the clevis. The proximal clevis had missing pieces, but their size cannot be confirmed. The probable root cause of broken clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that 8mm permanent cautery spatula (pcs) instrument was observed to have a broken plastic tip. There were no reports of patient injury.